Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.